Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:27 am CT. The report number is being corrected from: 3006630150-2018-62304 to: 3006630150-2018-61655.

Event description:
A report was received that the patient was having difficulty charging the ipg following an implant procedure. The patient underwent an ipg replacement and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg following an implant procedure. The patient underwent an ipg replacement and was doing well postoperatively.